Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component (B)(4). The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Event description:
The following was reported to gore: on (B)(6) 2016, and on (B)(6) 2017, follow-up ultrasound examinations showed an increasing aneurysm sac size due to a type ii endoleak with measurements of 54 and 60 mm, respectively. On (B)(6) 2017, the patient was admitted to the ward to coil embolize a branch of the profunda artery.

Manufacturer narrative:
Date of this report: updated field.